Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure deployment difficulty and stent fracture occurred. Access was obtained antegrade to the target lesion in the right lower extremity. A 6f non-bsc 25cm access sheath was inserted along with a .035 bsc amplatz guide wire. Following balloon dilation of the 100% stenosed, calcified lesion the innova stent was advanced and the physician began deploying the stent. When approximately 20mm of the stent was deployed the thumbwheel stopped turning. The stent had flowered out but further deployment was not possible. The stent fractured. Two more innova stents were placed including overlap of the fractured stent. No further patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The handle was separated when received. The middle sheath was pulled out of the retainer. The stent was partially deployed and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure deployment difficulty and stent fracture occurred. Access was obtained antegrade to the target lesion in the right lower extremity. A 6f non-bsc 25cm access sheath was inserted along with a .035 bsc amplatz guide wire. Following balloon dilation of the 100% stenosed, calcified lesion the innova stent was advanced and the physician began deploying the stent. When approximately 20mm of the stent was deployed the thumbwheel stopped turning. The stent had flowered out but further deployment was not possible. The stent fractured. Two more innova stents were placed including overlap of the fractured stent. No further patient complications were reported and the patient is fine.